Event description:
The customer reported the mayfield skull clamp slipped while in contact with a pt. The pt sustained a laceration. A note received with the returned clamp paperwork stated "after applying to head- pin slipped causing 2cm laceration."